Event description:
Pt reported symptoms of reddening of the oral mucosa, swollen lips, erythema and itching of hands, feet and elbows. Treatment was stopped when symptoms appeared, and antihistamines were taken by the pt to alleviate the symptoms.

Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA 483 inspection observation, file number (B)(4) issued (B)(4) 2010.